Event description:
The family reported, a patient had expired. The patient was climbing up the stairs in 2007 and fell. The patient was pronounced dead at the hospital that morning. Several attempts have been made to get additional information regarding this event, but no information has been received at the time of this report. See MFR report #: 6000032200704688.